Manufacturer narrative:
Concomitant medical products: t505u225, tissue valve, implanted: (B)(6) 2015; 680r34, heart ring, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on atrial channel, possibly causing underestimated atrial arrhythmia burden. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.